Event description:
During complaint handling, a customer (B)(6) reported product failure. Carolina liquid chemistries corp.¿s retention sample failed quality control and the lead research associate replaced the medical device with another company¿s medical device and sent it to the customer as a replacement.